Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that difficulty removal occurred. The stenosed target lesion was located in the moderately tortuous internal carotid artery. A 10.0-31 carotid wallstent and filterwire were selected for use. However, after the stent was fully deployed, severe friction was felt between the filterwire and the stent delivery system upon removal. Despite the resistance, the stent delivery system could be removed. The issue was resolved by wetting the wire and thorough flushing during insertion. The filterwire itself was removed without any problems. The procedure was completed with this stent. There were no patient complications as a result of this event.